Manufacturer narrative:
Lodi implants failed to osseointegrate. Clinician did not provide the following information: amount of torque used on the abutment and implant, and whether primary stability was achieved. Failure to osseointegrate is a well-documented risk to dental implants it is accepted by the dental industry that this issue will occasionally occur. In the majority of cases where an implant fails to integrate, the cause is unknown. Implant was evaluated. Conclusion: no failure was detected, and the device operated within specification.

Event description:
Lodi implant failed to osseointegrate.